Event description:
Product was returned for routine analysis, no event was reported. The drug contained in the pump was not reported.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found. Final device analysis of the catheter revealed a user related hole in the catheter body. A hole was seen during visual inspection. Probably cause by a sharp object such as a needle. Catheter passed patency test, but leaking was seen during pressure test.